Manufacturer narrative:
Returned device was received in damaged physical condition. The front covers of the top case was damaged and the right plunger case was cracked as well. Evidence of reported problem in event log was found. During the evaluation of the device, the reported complaint was able to be duplicated and this was caused by a cracked carriage. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical medfusion syringe pump presented with a reverse travel coarse error. There was no patient present at the time of the event. No adverse events were reported.